Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: device photographs were reviewed on 25/jun/2020. Visual analysis of the photographs identified no apparent opening, white particles inside the shell and brown particles in fill channel. Device analysis performed through photographs. Due to the impossibility to perform microscopic analysis, it is not possible to determine the most likely failure mode. The reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side deflation and "fold fault". Device has been explanted.